Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after using the new sensor within 5 days, the patient was complaining of pain due to sensor and this was even after changing it regularly as instructed on the user guide. The patient also developed burn blisters. Tried moving the sensor to different parts of the patient's feet, which would give a much lower (and inaccurate) reading in the hopes patient's skin would tolerate it better but to no avail. Along with the burn marks, the patient would also be left with very deep pressure marks/indents. The sensor has been unfortunately very poor in terms of accuracy and burns/pressure sores to patient's feet and toes.